Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported unknown side "infection with symptoms of cellulitis, redness, and local heat sensation." Device was explanted.

Event description:
Healthcare professional reported unknown side "infection with symptoms of cellulitis, redness, and local heat sensation." Device status is unknown..

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. Correct aware date for previous submitted is 06 jul 2023. Correct aware date for initial medwatch is 30 jun 2023. Initial complaint and received date were received by abbvie affiliate on 30 june 2023.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date.

Event description:
Healthcare professional reported, unknown side "infection. With symptoms of cellulitis, redness, and local heat sensation". Device was explanted.